Event description:
It was reported that the device was used during a laparoscopic sigmoid colectomy. It was reported by the rep that the 1st firing of the stapler was with the white cartridge. A bleeder was encountered, otherwise normal. The 2nd firing with the original cartridge was across the distal colon. The staple line looked good, was hemostatic, then fell apart. The surgeon fired another line to repair the problem, and it held temporarily. The 3rd firing across the proximal bowel also fell apart. The bowel was pulled out of an otomy and the tlc55 was fired across. The otomy was planned. There was no consequence to the patient. 05/11/1999 further info from rep; clarification and order of events: 1) the original blue cartridge was removed from device prior to firing and 2) replaced with a white cartridge. 3) white cartridge fired with no problem, 4) blue put back on device and fired. Staple line held for short period, then fell apart. 5) another blue staple line placed and fell apart. 6) another blue staple line placed and fell apart.